Event description:
It was reported that there was a leaking cassette connector. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. UDI section of d4 is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented normal wear and tear. The customer stated problem was not duplicated. The device leaked with the temp check but not with the disposable. Replaced main, left and right blocks. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.